Event description:
It was reported that the device was used during a late night emergency laparoscopic appendectomy, after first successful firing of blue cartridge on mesentary, the instrument was returned to the scrub tech. When removing the fired cartridge, the metal portion remained in the slot that accommodates the reloads. The metal portion was removed and a new blue cartridge was inserted, rinsing the opposite side, ready to be fired again by doctor. When firing the second blue cartridge, it was able to closed on the tissue but would not fire. Not aware of any sounds that were made. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45m cartridge reload loaded in the device. The cartridge reload was received fully fired and in good condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.